Event description:
Patient had not experienced therapeutic effect for the past 6 months. It was reported that the pump was "bothering the patient's skin". Healthcare provider (hcp) wanted to remove the pump and questioned whether they can leave the catheter implanted in the patient. Patient had been titrated down. It was also added that the patient had "a lot of other health problems and different things happening". Currently patient was on oral meds. Drugs delivered via the device were fentanyl, clonidine, and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported the cause of the event was "patient became bed ridden difficulty with transport to office". Regarding signs/symptoms it was noted "none". The pump was explanted.

Manufacturer narrative:
Product ID 8703w lot# l49634 serial# implanted:1998-(B)(6) explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).